Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified first right posterolateral (rpl) artery. After an opticross imaging catheter was used, a 4.0 x 16mm synergy drug-eluting stent was advanced and successfully implanted at 14 atms. Post dilation was performed using a 4.25x13 non-bsc balloon catheter, however, it was noted that the stent was longer than 16mm. Ivus was performed and noted that the stent was about 20mm long. The procedure was completed. No patient complications were reported.